Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a non-(B)(6) product. It was reported by the caller, a clinical account specialist, that the patient had a pericardial effusion. The caller added that the procedure was aborted once the effusion was noticed. The caller stated that they noticed the effusion on ultrasound and there was a slight drop in blood pressure. The caller stated that they also confirmed the effusion with transthoracic echo. A pericardiocentesis was performed on the patient, but the caller stated they were not sure how much was drained. The caller stated that the last known status of the patient was stable and they were transferred out of the cath lab with the drain still in and will be under observation overnight. The caller stated that the bwi product in the body was a nuvision catheter. The caller stated that non-bwi products in the body were a versacross sheath, versacross wire, and a watchman sheath. The caller stated that the carto 3 system was not used, and no generator was used as there was no ablation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt: 3271, 1914. Device: 4001. Ref: mw5188691, mw5188692.